Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leuko reduced. Review of the run data file showed that platelets did not exit the lrs chamber as expected. Signals from the rbc detector show that during the entire collect procedure little to no platelets exited the lrs chamber. During the last 10 minutes of the collect procedure, the platelets were collected at the expected concentration. Due to the interrupted steady state of the lrs chamber during the biggest past of the collection, it is possible, though not conclusive that wbcs were escaping from the lrs chamber towards the end of the procedure. The detected concentration of platelets at which they were collected throughout the procedure was much lower than predicted. At the end of the procedure the operator was alerted to verify the platelet yield due to a low concentration detected. Signals from the rbc detector are consistent with the possibility that the platelet line was blocked during the course of the procedure. Potential causes for the platelet line obstruction include but are not limited to: - a partial or full occluded line coming from the centrifuge - an air block in the platelet line - a loading error of the kit in the centrifuge - a manufacturing defect may have been present on the tubing investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Review of the run data file showed that platelets did not exit the lrs chamber as expected. Signals from the rbc detector show that during the entire collect procedure little to no platelets exited the lrs chamber. During the last 10 minutes of the collect procedure, the platelets were collected at the expected concentration. Due to the interrupted steady state of the lrs chamber during the biggest part of the collection, it is possible, though not conclusive that wbcs were escaping from the lrs chamber towards the end of the procedure. The detected concentration of platelets at which they were collected throughout the procedure was much lower than predicted. At the end of the procedure the operator was alerted to verify the platelet yield due to a low concentration detected. Signals from the rbc detector are consistent with the possibility that the platelet line was blocked during the course of the procedure. Potential causes for the platelet line obstruction include but are not limited to: - a partial or full occluded line coming from the centrifuge - an airblock in the platelet line - a loading error of the kit in the centrifuge - a manufacturing defect may have been present on the tubing.